Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer administered a manual injection and a correction bolus to address elevated bg level. The customer continued to use the pump for insulin therapy.